Manufacturer narrative:
.

Event description:
It was reported via phone call that the customer clarified the low blood glucose hospitalization event. Customer clarifies there was never any hospitalization event that took place, but did have severe lows.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to severe low blood glucose. The blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The device will not be returned for analysis.